Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Complainant address and telephone: zoll services, llc 121 gamma drive. Pittsburgh, pa 15238 phone: 800-543-3267 USA device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was due to the monitor's electrode belt receptacle was physical. Correction: monitor was repaired and refurbished. Root cause: the root cause could not be positively identified. There